Event description:
Patient underwent diagnostic cardiac cath utilizing a 6f sheath in 2007; hemostasis obtained at right femoral arteriotomy site with use of the boomerang pluswire to temporarily tamponade vessel and subsequent manual compression without incident. Patient was discharged later that same day without signs of complaints of access site complications. Two days later, s/p 48 hrs after the cath, patient called the attending cardiologist's office to report increasing pain, swelling and ecchymosis at arteriotomy site causing difficulty walking. Md requested that pt return to office for evaluation of symptoms, but patient refused to be seen in the cardiologist's office at time of that call. The next day, patient called the on-call physician with same complaints and on-call md advised patient to go to the emergency room, but again pt refused to be seen. On afternoon of the following day, pt presented to the emergency room with complaints of groin pain and tenderness. Physical examination revealed bruising and hematoma in right groin/thigh area. Patient went to operating room for repair of right pseudoaneurysm. Patient was discharged from the hospital the next day.

Manufacturer narrative:
Physician has indicated that the event was not related to the boomerang device.